Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of myopotentials. The myopotential oversensing were reproduced in the primary and secondary vectors by arm elevation. It was noted that the x-rays showed an axillary position of the device. In addition, there were several smart pass episodes, which can likely be attributed to previous cardiac surgical interventions. The technical services (ts) recommended to reprogram the device or reposition the system. The medical team is currently discussing a potential revision. A final decision has not yet been made. The only reported patient effect was the inappropriate shock. Otherwise, the patient is doing well and has not experienced any further complications. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of myopotentials. The myopotential oversensing were reproduced in the primary and secondary vectors by arm elevation. It was noted that the x-rays showed an axillary position of the device. In addition, there were several smart pass episodes, which can likely be attributed to previous cardiac surgical interventions. The technical services (ts) recommended to reprogram the device or reposition the system. The medical team is currently discussing a potential revision. A final decision has not yet been made. The only reported patient effect was the inappropriate shock. Otherwise, the patient is doing well and has not experienced any further complications. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the team decided to change the vector and set a dual amplification, however the patient received another inadequate shock it was therefore decided to reposition the device is a more caudal position. This s-ICD remains in service. No additional adverse patient effects were reported. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to known inherent risk of device.